Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, which successfully resolved the issue, and instructed the customer to call back if the malfunction recurred. The customer acknowledged and understood the guidance.